Manufacturer narrative:
Results and conclusions: (gastric cancer). (B)(4).

Event description:
The patient was referred to pci due to stable angina. During the index procedure the patient had one endeavor sprint drug eluting stent implanted in the cx. Approximately 24 months post index procedure it was reported that the patient expired. The cause of death was gastric cancer. The event was assessed as not related to the device or the procedure. The clinical events committee adjudicated the death as a cardiac death.